Event description:
It was reported that the pump battery was depleting quickly and was difficult to charge. Customer's blood glucose (bg) was 468 mg/dl and ketone level was 3 mmol/l. Treatment of elevated bg/ketones was not reported. Customer reverted to using an alternate method of insulin therapy.